Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30223539l number, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-ablation phase, there was a drop-in patient¿s blood pressure, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 200 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required. Patient¿s outcome is fully recovered with no residual effects. Physician is uncertain about the causality of the adverse event. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was not performed. No error messages were observed on any biosense webster, inc. Equipment. The sheath used during the case was an arrow 9 french sheath. The patient received anticoagulant (unspecified) with an activated clotting time (act) between 300-350 seconds. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The carto® 3 system did not indicate to re-zero the catheter.